Event description:
While suture was being removed from hemodialysis catheter, the catheter may have been punctured by a rough scissor edge on the scissors in a suture removal kit. Dates of use: 2006 - 2007. Event abated after use stopped or dose reduced? Yes.